Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in an 86-year-old female patient with a past medical history of diabetes mellitus (dm) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage d shock on inotropes and vasopressors prior to initiation of support. The impella cp was inserted for ventricular support for protected percutaneous coronary intervention (pci) of the left circumflex (lcx) artery. After transferring to the intensive care unit (ICU), a hematoma developed at the impella groin access site post peel away sheath removal. Overnight, the patient continued to have worsening hematoma and bleeding requiring transfusion of five units of packed red blood cells (prbc), two units of fresh frozen plasma (ffp), and one unit of platelets (plt). Activated clotting time (act) was 139 at the time of the bleed. The access site continued to ooze with a heavy sandbag in place. The patient also developed limb ischemia of the left lower extremity as evidenced by lost pulses of the limb. Arterial studies were ordered with plan to remove the impella device. Care was withdrawn and the post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's death which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage d shock. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and limb ischemia are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Asae/hematoma/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).